Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings:the keypad cover was intact with no evidence of physical damage. All keypad buttons responded appropriately to button presses. The keypad cover was removed and there were no button contact defects found. The complaint of a keypad button response issue could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the pump¿s auditory and vibratory features were not functioning. There was evidence of moisture corrosion found on the audio circuit, the vibration motor, the power circuit, in the battery compartment, and on the battery cap. Additionally, the battery compartment was cracked and the pump failed leak testing due to a battery compartment leak.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).